Event description:
Customer reported having difficulty with calibration error alerts. Customer also mentioned that there was a difference between the sensor and the blood glucose readings. Customer stated that the sensor was reading 216 mg/dl when the blood glucose readings were 47 mg/dl. Customer treated the low with juice. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.